Manufacturer narrative:
The specific protocols/processing runs from which tissue samples exhibited sub-optimal processing which occurred from (B)(6) 2018, using the 8 hour and 12 hour protocol in both retorts a and b were not provided by the complainant. Bottle 13 (xylene) was not in contact with the corresponding sensor from 02:46am on (B)(6) 2018 and from 11:14am on (B)(6) 2018 for approximately for approximately 21 seconds and 13 seconds respectively. Neither interval is sufficient time to replace the reagent. The station properties for bottle 13 were reset at both 05:51am and 11:14am on (B)(6) 2018 respectively. A user affirmed in the instrument software that the xylene concentration in bottle 13 was to be set to the default concentration of 100% in both instances. Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 16:33pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 16:33pm on (B)(6) 2018. At 16:33pm on (B)(6) 2018, a user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100%. Bottle 14 (xylene) was not in contact with the corresponding sensor for approximately four (4) seconds at 02:46am on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 02:46am on (B)(6) 2018. At 05:55am on (B)(6) 2018, a user affirmed in the instrument software that the xylene concentration in bottle 14 was to be set to the default concentration of 100%. Although the user affirmed in the instrument software that the reagent concentration in bottles 5 (ethanol), 13 (xylene) and 14 (xylene) were to be set to the default value of 100% on 25 and (B)(6) 2018, the actual concentration of the reagent in bottles 5 (ethanol), 13 (xylene) and 14 (xylene) remained unchanged because none of these bottles had been removed from the instrument for sufficient time to replace the reagent. The actual ethanol concentration in bottle 5 remained as 79.2%; and the xylene concentration in bottles 13 and 14 remained as 67% and 75.3% respectively. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, a total of 68 processing runs completed between (B)(6) 2018 and 03 october 2018 would have been adversely impacted. The root cause of the sub-optimal tissue processing reported was a use error, which occurred on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottles 5 (ethanol); 13 (xylene); and 14 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On 03 october 2018, leica biosystems received a complaint regarding "dry/burnt tissue for the past two weeks", which had been identified after processing. On 04 october 2018, a leica field support specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss noted that the reagent in all bottles and the wax in one wax bath had been replaced on 03 october 2018; an aliquot of the reagent in each of bottles 3, 5, 6 and 7 prior to replacement had been retained; the quality of tissue processing was satisfactory following reagent replacement on 03 october 2018; and the affected runs could not be identified by the complainant, but it was indicated the issue started from approximately (B)(6) 2018. The fss measured the ethanol concentration in the retained aliquot of reagent from each of bottles 3, 5, 6 and 7 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in the aliquot from each of bottles 6 and 7, but exceeded the acceptable limits in the aliquot from each of bottles 3 and 5. The measured ethanol concentration in bottles 3 and 5 was 75.6% and 90.4% respectively and the calculated concentration was 55.07% and 97.88% respectively. On 04 october 2018, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable. (This information was received by lbs (B)(4) on 06 october 2018).